Event description:
The complainant reported that the patient had a ventricular tachycardia episode and was being medically managed.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Peri-procedural adverse event (tachycardia): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.